Manufacturer narrative:
The device will not be returned to zimmer biomet for analysis. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01593, 0001822565-2017-01595, 0001822565-2017-01596 & 0001822565-2017-01597.

Event description:
Information was received based on review of a journal article titled, "primary hip arthroplasty with 28-mm metasul articulation". It was reported that one hip was rated as poor during a postoperative follow-up.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.